Event description:
Nellcor puritan bennett received a report that the inner cannula for the tube was incorrect. The caller is reporting that the inner cannula is protruding past the outer cannula about 1.8 inch. Replacment of the tube was required.